Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A decontaminated sample was received at the plant for the investigation. The sample was received without the original packaging or lot number. A visual inspection confirmed the reported malfunction, missing solvent was observed in the tube. This product is manufactured in an automatic extrusion and coiling machine which extrudes, cuts, bonds the female molded connectors onto the tube and coils the tube. During this manufacturing process, problems may occur due to the lack of solvent in the tube by the machine when this failure occurs. The machine is alarmed and, depending on the result, an automatic rejection system is activated using compressed air to push the extruded tube out of the rail and into a scrap section. During the analysis of the equipment, it was observed that the reject air lacked sufficient force to reject all the tubes. The root cause of the failure mode reported is that the received sample failed the assembly process and the reject system could not push the tube out of the rail due to a lack of air pressure. Adjustments and modifications of the machine have been executed to prevent the recurrence of this issue. The process was reviewed by the multidisciplinary team, the process currently meets all quality and manufacturing specifications. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Additional information has been requested but to date has not been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the blue tip came off from the suction manifold and there was no suction possible. There was medical intervention required.